Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. A medical review was provided by an intuitive surgical, inc. (Isi) medical safety officer and concluded that given that the patient is a current smoker and a copd patient, an air leak rate is expected to be higher than normal. The event is not related to a da vinci study device but possibly related to the investigational procedure.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted pulmonary segmentectomy procedure. Six days post-operatively, a pneumothorax was identified which required surgical insertion of a chest tube under local anesthesia and prolonged ward stay. The event was reported as resolved on post-operative day 17, and the patient was discharged home the next day. There was no report of a da vinci device malfunction. The study investigator classified the event as mild in severity and clavien-dindo grade iiia, and reported that the event was not related to a da vinci device but possibly related to the study procedure and probably related to the patient's underlying disease status.